Event description:
Customer reported the sram needs to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram. System operates as intended.